Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to investigate it thoroughly. No root cause can be determined as no samples were received. In addition, inspections performed while producing this lot were all good. Samples to be tested for sustaining force would be helpful for the investigation. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9308016 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample to analyze the symptom reported by the customer can¿t be confirmed nor could the symptom be correlate with a root case linked to the manufacturing process. This lot was produced for 1.38mm units this is a cpm of 0.7. We will continue monitoring the performance of this lot. Root cause description: no sample or photo were provided. Therefore, an analysis of a sample couldn¿t be performed and the reported symptom by the customer can¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push. This occurred with 6 different syringes during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger rod cannot be pushed during the use of the product."